Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. After review, the cause was a damaged component as described in the initially provided information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. Five days after onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was reported to be due to a hole in the transfer set that led to a leak. On unreported date(s), the patient was treated with intraperitoneal vancomycin (dosage, frequency, and duration not reported) for the peritonitis event. Antibiotic treatment was ongoing. On an unknown date, the transfer set was replaced by the health care professional. Dianeal therapy was ongoing. Hospitalization was ongoing. The patient was recovering from the peritonitis event. No additional information is available.